Event description:
The pt had reported in 8/2004 that their one touch basic enhanced meter had a power issue and that they had to call the paramedics since they were not able to test. Medical affairs specialist called and left a message for them on the following day, to obtain further information. There was no response back from pt. A letter will be sent to them. Based on the initial information provided by pt, they were feeling "funny and dizzy" on either 8/2004 or the next day. They tried testing on their meter, but the meter would not turn on. They then called the paramedics whose meter read 400 mg/dl. They were treated with insulin and admitted to the hospital for a day and a half. While troubleshooting, they could turn on briefly, but after that the meter would not turn on. The batteries were last replaced less than a year ago and the condition of the battery contacts was also good. Therefore, the power issue was not resolved. They were unable/unwilling to answer if they took any action following the use of the meter. It is also unknown as to what the time difference was from when they had attmepted to test on the meter and the emt meter's result. This case is reported as an adverse event since the pt suffered a serious injury, while the meter malfunction may have delayed treatment.